Event description:
The customer reported that the therapy knob failed in op check and that the device shut down.

Manufacturer narrative:
The customer reported that the therapy knob failed in op check and that the device shut down. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.